Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary artery bypass graft, the first device scissored the clip and cut a mammary artery, so they used a clip to stop the bleeding. The second device had clips coming out at an angle. The case was completed with another like device.